Manufacturer narrative:
Patient information not available for reporting. Event description updated. Brand name, catalog number, lot number, UDI updated. Operator of device. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter information updated. Physical manufacture site updated. 510k, manufacture date, DHR review was completed, part number: 398.40, synthes lot number: t948973, release to warehouse date: 01-sep-2010, manufacture site: (B)(4), part expiration date: n/a, list of nonconformance¿s: n/a. A review of the device history records showed that there were no issues at the time of manufacturing of this device and it's sub components that would contribute to the complaint condition. No ncrs were generated during the production of this device. Customer quality conducted a review of the provided photographs. The forceps were reported with the complaint category of ¿broken (2+ pieces): pre or post operatively/step unknown : rm.¿ the device was not returned for investigation but images were received. The images show the device in the open position. The part (398.40) and lot (t948973) were verified from the provided images. The device shows a roughly transverse at the base of one of the distal legs; the distal portion is not shown. The complaint condition is confirmed and consistent with the reported condition. Replication of this complaint condition is not applicable as the device is already broken and was not received. As the physical device was not received no further dimensional or material testing could be completed and the device could not be inspected to the drawing specification. A review of the device history records showed that there were no issues at the time of manufacturing of this device that would contribute to the complaint condition. The lot went through the required steps during the inspection at the time of manufacturing and the DHR records showed no issues concerning the material or material conditioning. A root cause could not be definitively determined without the device. In addition, the circumstances surrounding the event and over the devices approximately 8 year lifespan are unknown. However, the condition is consistent with exposure to an exceeding shear force to the distal end of the device. In conclusion, a visual inspection via the provided imaging was performed as part of this investigation. The complaint condition was confirmed. During the investigation no product issues were observed that may have contributed to the complaint condition. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Corrected data: date of event and date of awareness should have been reported as (B)(6) 2017 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported an intra-operative break of the reduction forceps at the fulcrum during an orif (open reduction internal fixation) of an ankle on (B)(6) 2017. The device was not being used on the patient at the time of the break. The forceps were being used to hold the plate in place. The device broke into two large pieces with no fragments generated in the patient. There was no reported surgical delay, and no reported harm to the patient. The surgery was completed successfully.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: plate (part# unknown, lot# unknown, quantity 1).

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient information available for reporting; it is unknown if a patient was involved. This report is for an unknown forcep. Part and lot numbers are unknown; UDI number is unknown. It is unknown who was operating the device is an instrument and is not implanted/explanted. It is unknown if the device is available for return without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that straight reduction forceps broke at the fulcrum on (B)(6) 2017. It is unknown if there was surgical or patient involvement. This is report 1 of 1 for (B)(4). This report is for one (1) unknown forcep.